Event description:
It was reported that upon interrogation it was noted that the right ventricular (rv) lead polarity switch from bipolar to unipolar setting in january 2025. The pace impedance measurements were high and out of range in the bipolar configuration. This was the first device check in the last two and a half years. Recently during a follow up the patient had no underlying rhythm and was atrial pace and ventricular sensing at 30 beats per minute when performing atrial sensing testing. It was also noted that the right ventricular (rv) lead was oversensing noise in the unipolar and bipolar configuration resulting in inhibition of atrial pacing intermittently making the patient feel dizzy. The device was reprogramming turning right ventricular (rv) lead off. Additional information noted that this patient was admitted for a planned rv lead replacement. This rv lead was surgically abandoned and a replacement lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation it was noted that the right ventricular (rv) lead polarity switched from bipolar to unipolar setting in (B)(6) 2025. The pace impedance measurements were high and out of range in the bipolar configuration. This was the first device check for this patient in the last two and a half years. At this time, the patient had no underlying rhythm and was atrial pace and ventricular sensing at 30 beats per minute when performing atrial sensing testing. It was also noted that the right ventricular (rv) lead was oversensing noise in the unipolar and bipolar configurations, resulting in inhibition of atrial pacing intermittently making the patient feel dizzy. The device was reprogrammed to turn the right ventricular (rv) lead off. Additional information noted that this patient was admitted for a planned rv lead replacement. At the revision procedure, the patient had an underlying rhythm of sinus bradycardia with a long first degree heart block. This rv lead was surgically abandoned and a replacement lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Added patient codes e060104 and e060106. Added device code a070101 and impact code (B)(4). The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that upon interrogation it was noted that the right ventricular (rv) lead polarity switch from bipolar to unipolar setting in (B)(6) 2025. The pace impedance measurements were high and out of range in the bipolar configuration. This was the first device check in the last two and a half years. Recently during a follow up the patient had no underlying rhythm and was atrial pace and ventricular sensing at 30 beats per minute when performing atrial sensing testing. It was also noted that the right ventricular (rv) lead was oversensing noise in the unipolar and bipolar configuration resulting in inhibition of atrial pacing intermittently making the patient feel dizzy. The device was reprogramming turning right ventricular (rv) lead off. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation it was noted that the right ventricular (rv) lead polarity switch from bipolar to unipolar setting in (B)(6) 2025. The pace impedance measurements were high and out of range in the bipolar configuration. This was the first device check in the last two and a half years. Recently during a follow up the patient had no underlying rhythm and was atrial pace and ventricular sensing at 30 beats per minute when performing atrial sensing testing. It was also noted that the right ventricular (rv) lead was oversensing noise in the unipolar and bipolar configuration resulting in inhibition of atrial pacing intermittently making the patient feel dizzy. The device was reprogramming turning right ventricular (rv) lead off. Additional information noted that this patient was admitted for a planned rv lead replacement. This rv lead was surgically abandoned and a replacement lead was implanted successfully. No additional adverse patient effects were reported.